Event description:
It was reported that a patient experienced pr segment depression/pericarditis. After a procedure where a farawave catheter was selected for use, the patient experienced depression/pericarditis. The procedure was completed successfully, and no device issues occurred. The patient was treated for pericarditis. The device is not expected to be returned for laboratory analysis; it is retained by the customer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.